Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported losing consciousness while she was not receiving any continuous glucose monitoring (cgm) readings on her dexcom device. The patient does not recall having any symptoms prior to losing consciousness and cannot recall her last known cgm value before the sensor error appeared. The patient¿s neighbor was with her when she lost consciousness and called an ambulance. Once emergency medical service (ems) arrived, the patient was transported to the emergency room (ER). No bg meter reading were reported for this event. The patient cannot recall the medications she was treated (for hypoglycemia) with and does not recall when she was discharged home. No product or data was provided for investigation. The allegation and probable cause could not be determined. The patient was in good condition at the time of report. No additional patient or event information is available.